Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the cup was removed due to unspecified reasons.